Event description:
It was reported that multiple droplets were observed inside of the bag containing a small volume folfusor, indicating a leak had occurred. In addition, the reporter stated that the operator¿s gloves became wet while handling the device. This occurred after filling with 3400 mg of fluorouracil (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 4, 2014 to february 5, 2014. Investigation summary: the received photo was inspected and the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.